Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that the sheath and dilator showed signs of deformation and was not broken or separated. The tip was still attached and was not peeling. The likely root cause for the damage is calcium in the vessel; therefore, this event is currently deemed a nonreportable event. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Race - american. Implanted date - device not implanted. Explanted date - device not explanted. Reporter occupation - regional director of operations. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor could not get destination device up and over. As he pulled it out, the distal end was peeling and would not flush the sheath. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 21july2021: the procedure performed for the patient at the time this event occurred was pad. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No other devices were used with the above product. The patient was in stable condition.